Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the right atrial (ra) lead displayed undersensing. Triggering device classified false termination of atrial tac hycardia/atrial fibrillation (at/af) events at times. Subsequently, the patient received, a shock for an episode detected in the ventricular tachycardia (vt) zone. That was suspected to be atrial tachycardia/atrial fibrillation (at/af). The lead was reprogrammed and remains in use. No further patient complications have been reported, as a result of this event.

Event description:
It was reported that the right atrial (ra) lead displayed undersensing, triggering device classified false termination of atrial tac hycardia/atrial fibrillation (at/af) events at times. Subsequently, the patient received a shock for an episode detected in the ventricular tachycardia (vt) zone that was suspected to be atrial tachycardia/atrial fibrillation (at/af). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD implanted: (B)(6) 2016, etlw1613c124e stent graft implanted: (B)(6) 2016, etlw1613c93e stent graft implanted: (B)(6) 2016, esbf2814c103e stent graft implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.